Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was fell off during use on (B)(6)2024. No further information available.